Event description:
It was reported that pump displayed malfunction alarm code 12 with associated fault and that no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction, and was advised to continue using pump and call back if issue returned.